Manufacturer narrative:
Updated data h6 investigation conclusions and investigation findings h11: additional manufacturer narrative devices are typically explanted or disabled because they are not functioning optimally. In some cases, the failure mode is not provided. Other times, it may be reported as but not limited to; stenosis, increased gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd. Leaflet thickening may be attributed to structural valve deterioration (svd) and or non-structural valve dysfunction (nsvd). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Nsvd is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet it results in dysfunction of the prosthetic valve. There can be several causes of early leaflet thickening, such as early thrombosis halt, early endocarditis or host tissue overgrowth. A DHR review was performed, and no related manufacturing nonconformances were identified. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
Added information to section b5. Corrected data h6 (device code): "stenosis" code removed h11: additional manufacturer narrative: a supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received notification that a patient from australia, with a valve model 7300tfx29 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately eight (8) years and eleven (11) months due to thickened leaflets with mild annular calcification leading to reduced motion and severe stenosis (peak gradient of 29mmhg, mean gradient of 20 mmhg and mv vti 84cm) and trivial regurgitation. The patient presented with heart failure. A 29mm sapien 3 valve was successfully implanted within the surgical device. The patient was noted as to be in stable condition.

Manufacturer narrative:
D6a. If implanted, give date implant date is only known as 2015. Thus, 31-dec-2015 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from australia that a 67-year-old patient with a valve model 7300tfx29 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately eight (8) years and eleven (11) months due to severe stenosis. The patient presented with heart failure. A 29mm transcatheter heart valve was successfully implanted within the surgical device. The patient was noted as to be in stable condition.